Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was receiving a failed battery test on the pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Caller was advised to clear the alarm. Customer's mother stated that the battery cap looks fine but the pump has been shutting on and off. Customer will be sent a replacement battery cap. Caller was advised to monitor the pump. Customer was in a lacrosse game so the caller was not able to inspect the battery compartment and spring for corrosion or damage. Customer's mother stated that the customer had a (B)(6) battery in the pump and the battery was not lasting.